Event description:
The customer states device had a no shock delivered message. No report of pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.